Event description:
Impella/ptca. Perclose device placed in left common femoral artery. After the second device attempt, the foot on device could not be retracted or advanced. Pt. With extreme pain. Taken to surgery. Perclose was in common femoral artery and the foot of device still open, stuck and unable to retrieve. Significant laceration of common fem. Artery. Repair.